Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy, raw skin irritation on right and left sides with a bleeding area under hook of garment. There was no alleged device malfunction contributing to the irritation. Patient stated that they have a history of eczema. The patient's nurse was aware of the skin irritation but there is no indication that the patient received medical intervention. Outcome of skin irritation is unknown as follow up attempts were unsuccessful.